Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker exhibited undersensing and loss of capture. No intervention was made. The patient status is unknown.

Event description:
Additional information received indicated that programming changes were made. There were no patient consequences reported.